Event description:
It was reported that the customer experienced a high blood glucose, a specific value was not provided, with high ketone level identified as life threatening by healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. The customer was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved. A system check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.